Event description:
Information received by medtronic indicated that the customer received an error in the motor that was detected by reading an unexpected value from hall sensor (pump error 43), post-reset ram crc alarm (pump error 23). Troubleshooting was performed; the alarm was cleared and not able to complete rewind. The customer reported horizontally angled crack at the side of the battery compartment running from the corner of the clip rail and exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 23 or pump error 43 noted during test. Verified in the pump history download the pump alarmed pump error 23 on 4/2/2023 8:47:07 pm. These alerts are expected and occur during normal pump operation. Verified in the pump history download the pump alarmed 15 pump error 43 alarms on 4/2/2023 between 8:20:54 pm and 8:47:15 pm due to corroded motor home switch. Verified in the pump history download the pump alarmed 29 pump error 82 alarms (line number 416 file number 16) on 4/2/2023 between 6:10:20 pm and 6:32:20 pm due to software error. Verified in the pump history download the pump alarmed 3 pump error 53 alarms (line number 5632 file number 2005) on 4/2/2023 between 6:58:25 pm and 8:23:10 pm due to software error. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, and cracked retainer. The p-cap/reservoir does lock properly. No pump error 23 noted during test. Confirmed pump error 43 in the pump history download due to corroded motor home switch. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Confirmed cracked battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.